Manufacturer narrative:
(B)(4). G2: foreign: canada. Product was returned and evaluated. Visual examination of the returned product identified that the threaded end of the driver weldment was fractured; no fractured segments were returned with device. The device showed signs of use with scratches on the driver weldment shaft and guide holder. The strike plate and guide holder also had indentations. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H10: this device was erroneously reported under an incorrect MFR and is now being submitted under the appropriate MFR. See original report 0001822565-2025-00582.

Event description:
It was reported that the tip of black handle cup impactor has broken off into the threaded hole of the 62/64 pie impactor. There is no further information available at the time of this report.